Event description:
The hearing aid user was wearing his pure 300 hearing aids while riding in the passenger seat of a car. His wife was driving. The rechargeable battery of the right hearing aid expanded with a loud bang and fell out of the hearing aid in pieces. Soon smoke appeared, originating from the user's trousers and the passenger seat cover. Parts of the rechargeable battery had dropped on the car seat and trousers and burned holes into both fabrics. Rechargeable batteries were charged once a day in the evening and were used in the morning. Daily operation was about 10-12 hours.

Manufacturer narrative:
The report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints; however, identified this incident as MDR reportable. Reverse charging is the probable cause of the defect. Reverse charging may be caused by inserting devices in an incorrect orientation into the charging station with some force. This situation could easily be detected, since the top of the charger cannot be shut and parts of the hearing aids would remain exposed. Reverse charging may also be caused by inserting the batteries in the hearing aid with wrong orientation by applying some force. Standard batteries are just slightly asymmetric, resulting in a not too obvious slight spreading of the hearing aid case. A letter with the investigation results was sent to the acoustician. The charger user guide was updated to contain more specific warnings regarding the handling of batteries and instruments to reduce the likelihood of accidental reverse charging.